Manufacturer narrative:
Additional information: section a2 age at time of the event: 42 years, date of birth: (B)(6) 1980, a3 gender, male no additional information provided. Correction: section h4 device manufacturing date in the initial report was noted as jul 31, 2005. The correct manufacturing date is sept 19, 1997 section h6 type of investigation added codes: 3331 - analysis of production records, 4109 - historical data analysis, 4110 - trend analysis section h6 investigation findings code in the initial report was noted as 213 - no device problem found. The code has been updated to read as 4247 - appropriate term/code not available. Section h6 investigation conclusion code in the initial report was noted as code 67 - no problem detected . The code has been updated to read as 4307 - cause traced to component failure. H6 device evaluation: (added) service onsite and used a auto centration calibration card to calibrate the excimer¿s centration. The system is performing to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgeon programmed to treat a patient on unknown eye with +0.5 and -2.00 of cylinder. However the dr. Applied the laser and the selected degree was not corrected. The surgeon had to repeat the procedure again on the same patient after about 10 days. On (B)(6) 2023 it was reported that after the second correction the patient was fine and with the desired refraction.

Manufacturer narrative:
Age, weight, and ethnicity: unknown. Information has been requested to the account. However, at the time of this report no information has been provided. (B)(6). Health effect - clinical code 4582 hs-incomplete treatment - unspecified . Device evaluation: the system was evaluated by a field service engineer (fse). The fse performed a system checklist and all parameters were okay. No problems found. It was not necessary to perform any adjustment. Daily lens calibrations performed and all values on green range. System is performing to specifications. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.